Event description:
A report was received that the patient had developed an infection at the pocket incision site. Symptoms of infection include leakage and redness at the incision site. The patient was admitted in the hospital and was given intravenous antibiotics.

Event description:
A report was received that the patient had developed an infection at the pocket incision site. Symptoms of infection include leakage and redness at the incision site. The patient was admitted in the hospital and was given intravenous antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm additional information was received that the patient had a purulent discharge at the pocket site. The physician believed the infection was device related. The patient's infection had cleared up and the physician believes the infection has been resolved. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.